Event description:
It was reported that customer¿s current pump displayed constant fill error notifications, and no further help was requested. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support, and case was documented for record-keeping only.